Manufacturer narrative:
The device was returned for analysis. The reported ¿thread [suture] snapped¿ was confirmed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: patient code 4648 was removed.

Event description:
Subsequent to the initial reports additional clarification was received: it was reported that an arteriotomy closure of an unspecified vessel was attempted using proglide devices relative to a diagnostic procedure. Reportedly, the proglide device was pulled for final closure and the thread [suture] snapped with six proglide devices. Surgical intervention with local anesthesia was performed to achieve hemostasis. There was no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
This report captures the additional device received with the link break. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide devices referenced were previously reported under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using proglide devices relative to a diagnostic procedure. Reportedly, the proglide device was pulled for final closure and the thread [suture] snapped with five proglide devices. Surgical intervention with local anesthesia was performed to achieve hemostasis. There was no reported clinically significant delay. An extra proglide device was returned. A link break was found during evaluation of the returned device. No additional information was provided.

Manufacturer narrative:
E1: address and phone number.